Manufacturer narrative:
Upon further discussion with FDA, the events initially reported in this summary report are not considered malfunction events, and are serious injury events. Therefore, individual reports have been submitted for the events previously summarized in this report. This summary report now reflects zero events and can be disregarded/deleted/removed.

Manufacturer narrative:
This report summarizes 30 malfunction events. 1 event was due to loss of osseointegration. 28 events were due to the device failing to osseointegrate. 1 event involved fracture of the device or a component. In 6 events, there was no device problem found during evaluation. In 1 event, a fracture of a device or device component was found during evaluation. In 23 events, no result was available because no evaluation could be performed. In 30 events, these are known inherent risks of the procedure. Furthermore, it was found in 1 event that a user error caused or contributed to the event. In 4 events, the device failure was found to be related to the patient's condition.

Event description:
This report summarizes <noe> 30 </noe> malfunction events. This report summarizes 30 malfunction events in 2q 2020 where patients' experienced endosseous dental implant failure. Of these events there were: 9 events where infection occurred. 12 events where patients' experienced osteolysis. 4 events where inflammation occurred. 3 events where erosion occurred.